Manufacturer narrative:
(B)(4). Evaluation of the incident pencil confirmed the customer's report. The cause is due to an assembly related failure.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that prior to the start of a procedure while testing the device, the activation button was pressed. When the button was released, an activation tone kept going and the device continued to activate. There was no patient involvement. A new device was opened for the procedure.

Manufacturer narrative:
(B)(4). The customer reported the device had a latch-on condition. The reported condition was not confirmed. An additional fault was found during the investigation. The additional finding did not contribute to the customer¿s complaint. The investigation found the rocker switch activation force to be out of specification. The width of the rocker was found to be larger than the width of the rocker window in which it moves causing friction and an out of specification activation force. The width of the rocker window is formed by the ultrasonic welding of the two body housing components. The root cause of the activation force being out of specification was caused by interference between the rocker component and the rocker window in which it moves. Corrective action is being issued.